Event description:
It was reported to philips that the suite pc was not booting up. The device was not in clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the suite pc which returned the device to use in good working order.